Manufacturer narrative:
Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that the laser turned off during a procedure. Laser stuck to the patient. Additional information has been requested.

Manufacturer narrative:
A root cause couldn´t determined conclusively. (B)(4).